Event description:
The device was programmed to auto MRI mode on (B)(6) 2024, and was at bos. Patient underwent an MRI on (B)(6) 2024 as well as spinal fusion surgery. Interrogation on (B)(6) 2024 showed eos status. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The ram dump from june 24th, 2024 at 10:15 h documented that the battery status eos was activated on june 17th, 2024 at 15:46 h. A number of four charging cycles was recorded. The documented current consumption of the ICD was as expected. The battery voltage of 3.11 v did not correspond to the eos status. The data showed that auto MRI was enabled on june 10th, 2024, with an expiration date on june 24th, 2024. On june 10th, after enabling the auto MRI mode, an MRI was performed and no anomalies were present. A number of 61 episodes were documented in the episodes list. The last seven episodes (55 to 61) happened on june 17th, 2024 and were triggered by noise signals. The noise signals were present in all three channels. Furthermore, on june 17th, 2024, at the time of these episodes, a magnet was detected by the ICD. This presumably occurred during the reported spinal fusion surgery or some other clinical procedure. Based on the device data, it is reasonable to assume that the noise as well as the activation of the eos battery status was caused by an unfavorable magnet application, potentially combined with the use of a non-biotronik magnet, during a surgery without prior deactivation of the anti-tachycardia therapy functions. Please note, if a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the eos battery status. This does not represent a device malfunction. The eos status was removed in the clinic. The data after removal of the eos battery status indicate a normal device functionality. The current battery status is bos and the charging time of the high voltage capacitors is normal and as expected. There is no indication of material or manufacturing problem.